Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was confirmed. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had missing data and mixed up and missing pt images. No pt injury was reported.